Event description:
The device was returned to the svc ctr with a report from the customer contact that the device "pump ins rebooting continuously." No add'l info was provided. This is not a reportable malfunction. However, during verification testing at the svc ctr, the door roller is broken.

Manufacturer narrative:
Testing and investigation fount that the device door roller and door roller pin were broken off. As indicated, this device has been identified as part of a prod recall. This report represents all the in known by the reporter upon query by hospira personnel.